Event description:
It was reported that cassette attached alarm was experienced.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol: (B)(4), as a result of warning letter cms#: 617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the customer's problem was duplicated. There were alarms for no disposable, cassette not attached properly, and upstream occlusion was occurring when running the device with a cassette. The value for the upstream occlusion sensor was over 2000 mv and would jump randomly. This is not normal and would be the reason for the customer's cassette alarms. The root cause was a faulty upstream occlusion sensor. The upstream occlusion sensor was replaced.

Event description:
Additional information received on 6-may-2022: event did not occur while in use by patient. Found during testing.